Event description:
Reporter stated that caller from facility reported an issue with free flow of solution from a source container into the final container when the unit was not pumping. The caller stated that changing of transfer set resolves the issue. He also said that they do not turn rotors during installation of a set. The reporter reviewed the proper installation procedure acourding to the operator's manual and stressed the importance of this technique. The free flow issue was resolved by telephone, so the unit would not have been swapped out for that issue. The unit was swapped out for an unrelated service issue.